Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test. However, pump was received with the motor/piston fully extended and pump primed/seated unexpectedly when no test reservoir was detected. Problem isolated on the force sensor. Unable to verify occlusion alarm or insulin flow blocked alarm and perform the prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the motor or piston fully extended. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump did not alarm with no reservoir detected. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump showed load reservoir and they claimed that she was unable to install the new reservoir since she did not place it down the compartment and she did see the piston. Customer stated that when she tried to clear the alarm and to rewind the insulin pump, same alarm shows up. The device will not be returned for analysis.